Manufacturer narrative:
Customer service sent the customer 36mm breast shields to try. The customer refused to return her breast shields for testing/analysis. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that none of the medela breast shields work for her and that they caused blistering and an awful swelling every time she pumped. The customer alleged that she saw a physician who prescribed an all-purpose nipple cream due to the trauma that use of the breast shields caused. The customer indicated that she went to a lactation consultant to get fitted and was told to increase the breast shield size, which she did and it was worse. The customer also indicated that she spoke to a consultant from medela and was told the opposite, which did not help either. The customer alleged that the only thing that saved her pumping was a switch to a competitor's brand of breast shields. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer indicated to medela llc that she went to her lactation consultant because she was unsure about which breast shield size to use with her pump in style breast pump. The customer alleged that on one side, her nipple was rubbing inside of the tunnel, especially once she gets into the pumping session. Her lactation consultant encouraged her not to move up in size and she alleged that she now has damage at the base of her nipple from the breast shield. The customer indicated that she was using the 24mm breast shields and they hurt her nipples from being too small, so she moved up to the 27mm and the 30mm shields, but would like to try the 36mm.